Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.external insulation abrasion was noted at 7.5-7.8cm, 8.0-8.3cm, and 9.5-10.4cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at all abrasion locations.(B)(4).

Event description:
This report is to advise of an event observed during analysis.